Manufacturer narrative:
The manufacturer previously reported a ventilator's external flow sensor failed. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's external flow sensor and external flow senor cable were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's external flow sensor failed. There was no harm or injury reported. The device evaluation has not yet been completed by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.